Event description:
It was reported that there was overexposed image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overexposed image.

Manufacturer narrative:
Alleged failure: issue is a complete white out wash out on the screen. Cannot see anything. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.